Event description:
The customer reported pca tubing leaked from a crack above the anti reflex valve. No pt harm or medical intervention required. Although requested, no additional pt or event information provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be returned for evaluation.